Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from two different pt samples that were generated by the synchron lx I 725 instrument. Pt a: an initial accu tni results of 7.62 ng/ml was obtained. The original sample was re-tested for accu tni and the repeated result was 0.21 ng/ml. The sample was tested on a different instrument in the customer's lab for accu tni 3 times and the results were: 0.22 ng/ml, 0.77 ng/ml, and 0.19 ng/ml. Pt b: an initial accu tni result of 0.71 ng/ml was obtained. The original sample was re-tested for accu tni and the repeated result was 0.29 ng/ml. The sample was tested on a different instrument in the customer's lab for accu tni and the result was 0.28 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications. The specimens were collected in 7 ml, plastic, bd, lithium heparin tubes and centrifuged at 3,500 rpm for 8 minutes at ambient temperature. In a follow up with the customer, they indicated this has been isolated to these two pt samples. No add'l events have been reported from this account. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.